Manufacturer narrative:
Updated to reflect the information received on 2019-oct-11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-oct-11. It was reported that the rep did not have any results. The exact reason for the withdrawing more than what the pump said was unknown. The rep reported again that the patient's old catheter was removed and replaced with a brand new catheter. The pump was also replaced. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8578, lot#: n233706015, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (b)96) 2019 regarding a patient receiving dilaudid (1mg/ml at 0.006mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented on (B)(6) 2019 needing a pump system revision. During the patient's refill in the office on (B)(6) 2019, the hcp withdrew almost 20ml of dilaudid from the pump. The patient was referred to another hcp and during the case, the pump pocket was opened and there was a dark red covered substance within the pocket. The hcp was sending the tissue for analysis but thought it was an old hematoma. The patient received a new catheter and pump and the pump was placed in the posterior right hip. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.